Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated via multiple different methods. A revision procedure is being planned, but for now the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Product testing noted the device had no telemetry and no tones. The pg case was removed and internal visual inspection noted no irregularities. The battery assembly was isolated from the circuit. Resistance measurements taken across the in-line fuse for power noted the fuse is open. An external power source was set and connected to the circuit and the diagnostics show corrupted memory. Analysis confirmed that the cause of the open fuse was device exposure to an MRI without being programmed to MRI mode.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated via multiple different methods. A revision procedure is being planned, but for now the s-ICD remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.